Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be use error, inappropriate bypass of the drain, not including initial drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:23:59. During night drain cycle eight, the patient's ultrafiltration reading was 945 ml, indicating the home patient drained 945 ml more than their maximum programmed fill volume of 800 ml. No further information was available.